Manufacturer narrative:
The power supply for ordered for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
A gehc service representative reported the unit had a system reset error during planned maintenance. There was no report of patient involvement.